Manufacturer narrative:
Pump passed the self test and displacement test. Pump had no audio tones during the self test due to an open coil, on the electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not beeping. The patient's blood glucose at the time of incident was 3.5 mmol/l. The caller did not want to troubleshoot at the time of call; the caller stated that they already performed the self test and the insulin pump failed to beep. The insulin pump was not returned for analysis at this time.